Event description:
The customer alleged that the unit was leaking cidex opa. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The actual component evaluated at customer's site. The fse found the unit not in use. The unit had a cracked lid and also found the skinner valve v6 was not operating properly. The fse replaced the skinner valve and replaced the lid. The fse verified the unit with auto test and an empty chamber.